Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to discharge and displayed an unknown error message. During testing at zoll medical, the device displayed "defib fault 95," "defib disabled," and "pacer disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.